Manufacturer narrative:
Analysis of the pump on 2017-sep-11 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. As per the pump¿s log, fentanyl with concentration 600.0 mcg/ml was being administered at a simple continuous dose rate of 344.90 mcg/day as of (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a company representative on (B)(6) 2017 regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. The pump was returned to the manufacturer with an indication of no known complaint associated with the device. No patient symptom or complication was reported regarding the returned device.